Event description:
The hosp reported the following info: (1) a pt was being transported with a c1000t that was laid on its side. (2) the pt received a 10 by 5 centimeter liquid oxygen cold burn to the heal.